Manufacturer narrative:
Continuation of d10: product ID 97754, serial# (B)(4). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(6), UDI#: (B)(4). G2: the country of origin is canada. H3: the recharger kit (model# 97754 serial# (B)(6)) was returned for product analysis, and the desktop charger (model# 37761 serial# unknown) was returned as part of the kit. Analysis of the desktop charger revealed the charging adaptor pin was bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the recharger was very old; the patient had it since 2014, and now it was taking very long to charge. Normal wear and tear may have led or contributed to the issue. This was checked at the patient's clinic and it was advised that the patient have it replaced with the new wireless recharger. The recharger was replaced, and the issue was considered resolved. No symptoms were reported and the patient was alive with no injury. The issue occurred during normal use.